Event description:
A report was received from a physician in 07/04 regarding a pt with no history of autoimmune diseases, who received hylaform through a named pt program. The pt received injections to the perioral and periorbital lines in 2004. Five days later, the pt experienced redness at the injection site, and then developed nodules and abscesses (dates unknown). The reporter described the event as an allergic reaction to hylaform occurring a few days after the injection. The pt received cosmoderm and complast for touch-up (date and sites unknown). The pt did not require additional treatment. At the time of the report, the pt's condition was unknown. The event was reported as related to the use of hylaform. Additional info was received from the physician in 08/04 in the form of color photograph of the pt's face, taken in june "before injection." Additional info was received from the physician on 09/08/04, june was the first time the pt had received hylaform and the pt had not received cosmoderm. The intensity of the nodules was severe, and the onset of the nodules was june-2004. They were located on the perioral (about 3 mm to 7 mm in size) and periorbital lines (about 7 mm to 10 mm in size), reddish in color, hard, and as of this report, a little erythema remained. The intensity of the abscesses were severe, and the onset was 06/2004. The abscesses were also located on the perioral and periorbital lines, reddish in color, and hard. Treatment by incision was performed in june, july, and aug. Medication prescribed for treatment was fosfomycin sodium and cefalexin, no dose, onset, or duration provided).